Manufacturer narrative:
This device is due to be returned but has not been received yet. Upon receipt of the product, a device evaluation as well as a device history report will be forwarded in a supplemental medwatch report. The october 2007 15 month ports valved product family complaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.

Event description:
A vaxcel mini port was implanted for therapeutic purposes in a pt (age and weight unknown). In 2007, the catheter fractured and the device fragments were retrieved from the pt with a snare. Seventeen days later, the port was removed with no complications.